Manufacturer narrative:
(B)(4). P cap or reservoir locks properly into place. Insulin pump passed displacement test. Unit received with cracked retainer, pillowing keypad overlay and minor scratches on case. No damage on retainer ring noted. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that display of the insulin pump was damaged. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.